Manufacturer narrative:
This case has been reviewed, and deemed a serious malfunction. Based on current info, recurrence of this malfunction could require medical intervention to prevent damage to the pt. Although there was no harm to the pt from this occurrence, it is possible that fragments of a ruptured balloon could remain inside the pt necessitating a procedure to remove them. Reported to the FDA on (B)(4) 2013. (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (B)(4). Complaint received as follows: market country: taiwan. Description of complaint: rupture of the balloon 3 days after use. It was removed by the normal procedure.